Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt, "adjust belt" messages) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging wires in the cable. The cause of the failure was the cut cable. The root cause for cut cable and missing dome was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt had a damaged cable, and that the patient was experiencing "adjust belt" messages.